Manufacturer narrative:
The pump had no button response at esc, act, up and down due to unlocked keypad connector during visual inspection. The insulin pump was received with stripped battery cap coin slot(p), minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Event description:
The customer was reported via phone call that the customer can not remover her battery cap. The customer's blood glucose was 121 mg/dl. The insulin pump will be returned for analysis.